Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer was hospitalized due to diabetes related issues but declined providing any further information. The caller was not sure if it was related to highs or lows, but stated the customer has mental illness. The caller needed assistance accessing the customer's pump upload data. It was not stated whether the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.